Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a conclusive cause for the unintended movement of the clip delivery system (cds) could not be determined. Additionally, a cause for the reported tissue damage (flail) cannot be determined. The reported patient effect mitral valve tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage and unintended movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a p2 flail with an eccentric jet. The first clip was successfully deployed. Then a second clip delivery system (cds 91123u130) was advanced to the mitral valve, and the clip grasped the leaflet fine. However, an additional flail was observed. The procedure continued and a third clip (91211u326) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the mean pressure gradient increased to 7-8mmhg. Additionally, another flail was observed. The clip un-grasped the leaflets, and the mean pressure gradient returned to baseline. The clip was inverted to be removed, but then the cds jumped into the left atrium. The cds was then removed with the clip attached. However, the second clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). A leaflet tear was also observed. No additional treatment was performed. A decision was made to end the procedure as is. The physician did not want to implant anymore clips and a valve replacement may be planned. The patient is hemodynamical stable. Two clips were implanted, and mr is 4+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.